Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that he might have previously used an unknown number of wafers from unknown number of market units with unknown lot numbers that might have been off-centered. He had experienced redness and skin irritation extending out approximately 1/8th to 1/4th of an inch from the stoma with pinpoint bleeding, which might have been caused by the affected wafers. Reportedly, he continued to use the product and self-treated it with stomahesive powder. He also took over the counter tums, which helped with the burning sensation from the irritated area. No photo is available at this time.